Event description:
It was reported that the tubing has a hole and it leaked at the top part of the pump segment while priming total parenteral nutrition (tpn) on a sterile field. The set was not connected to the patient. The event occurred in neonatal intensive care unit. It was confirmed during follow up that there was no delay in patient care, and that this event did not contribute to, or result in a serious adverse impact to the infant patient.

Manufacturer narrative:
The customer's report of a hole and leak at the pump segment was confirmed. The set sample was inspected for kinks, holes/tears in the tubing or damages to the components. There was a small tear in the silicone segment directly below the upper fitment component. Fluid was observed leaking from the tear. The set was pressure tested; the fluid within the set leaked from the tear. The observed leak was due to a tear on the silicone segment component. The root cause of the tear was not identified. Device history record for model 2430-0500 lot 20015349 shows that the set was manufactured on (B)(6) 2020 with a total of 7,683 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Per customer, the requested information on race and ethnicity is not available.

Event description:
It was reported that the tubing has a hole and it leaked at the top part of pump segment while priming total parenteral nutrition (tpn) on a sterile field. The set was not connected to the patient. The event occurred in neonatal intensive care unit. There was no significant delay in infusion therapy.